Event description:
It was reported by a consumer who stated that they received a suggestion from their optometrist to use a new lens care solution. The consumer stated that after a few days of use, they experienced painful eyes and vision loss. The consumer received treatment from an ophthalmologist which included (unspecified) medications, and several weeks of consults and discontinuation of lens wear. The consumer stated that after the treatment, they resumed lens wear with new lenses and a new lens care solution, which went fine. During a check-up with an optometrist, the consumer stated that they were again talked into the same lens care solution as the initial event and resulted in the same issues. The consumer was again treated by an ophthalmologist and was given heavier medication along with having to wear glasses for several weeks. The ophthalmologist advised that the issue might be due to the lens care solution.additional information has been requested but not yet received.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint product was not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Report source: correction. (B)(4).